Event description:
Customer reported that he experienced high blood glucose of 422 mg/dl. Customer stated that when he goes to bed the insulin pump alarms no delivery and is unable to deliver bolus dose or basal rates. Customer treated with manual injection. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit and insulin pump alarmed no delivery. Customer then removed the reservoir, disconnect and reconnect the reservoir and infusion set and pushed insulin through the tubing; insulin exits the tubing. Customer was instructed to rewind the insulin reinsert the reservoir and run manual prime; insulin exits with the manual prime. Customer stores insulin in the refrigerator. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.